Event description:
It was reported that a "healthcare provider imposter" gained access to pca module with a key, "silencing the device and extracting controlled substances from the pca syringes." The event occurred 01 may 2024. Per customer, "a man dressed in scrubs came in and took a blood pressure. Then, they proceeded to open the pca pump and remove the syringe. In the space of one minute the syringe had been put back and the pump closed and locked." The medication infusing at the time of the event was "dilaudid" in a 50ml syringe. The customer stated that they have inventoried all their pca keys and are "all accounted for." The event occurred in a critical care unit (ccu). There was no harm to the patient was receiving the infusion. The customer is requesting the manufacturer to enhance the device by adding a "biometric security measures as a potential long term security solution."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.